Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead perforated the right ventricle during mapping. An immediate procedure was performed to assess the extent of the perforation. The associated fluid around the heart was drained. The lead was successfully repositioned. Following the procedure the patient was stable and device interrogation showed all diagnostics were acceptable. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.